Event description:
It was reported that during scheduled review of the device data, farfield r-wave oversensing was observed on the presenting electrogram. The atrial lead remains in service at this time and no adverse patient effects were reported.